Event description:
A discordant advia centaur cp troponin ultra result was obtained on a pt sample. The result was not reported to the physician. Upon retest on two other systems, the corrected result was reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to the malfunction of the base pump, which was cracked. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.